Manufacturer narrative:
(B)(4) new incision. Secondary surgery. Refractive surprise. New iridectomy. Explanted. Vaulting. Device evaluated by manufacturer? No: lens discarded. Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens discarded.

Manufacturer narrative:
Based on the investigation, it has been determined that nothing in the manufacturing and packaging processes can be identified as the cause of this complaint. No definite root cause for the complaint is determined. Based on the complaint history, work order search, medical review and device history record review, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.5mm icm125v4 implantable collamer lens in the patient's eye on (B)(6) 2015. At one day post-operative, the peripheral iridotomies were found to be insufficient. The surgeon performed a second surgery to open the iridotomies and the iridotomies were fully patent. The lens was explanted on (B)(6) 2015 due to excessive vaulting and hyperopic outcome. The patient was not happy with his refractive vision. The icl was exchanged for a shorter lens (this lens was also explanted a couple of hours later - see MFR report # 2023826-2015-00845). The lens was discarded by the facility.